Event description:
First therapy session stopped 2x due to pt c/o left leg numbness and pain. Foot appeared mottled and cool. Physician ordered doppler - absent left dp/pt pulses and foot not improving despite attempts by pt to improve circulation. Pt admitted.